Manufacturer narrative:
This device is used for treatment, not diagnosis.

Manufacturer narrative:
Investigation is on-going. A review of the device history record for the lag screw revealed no complaint related anomalies. The device history record shows the lag screw lot was processed through the normal manufacturing and inspection operations. This lot met all dimensional and visual criteria at the time of release w/no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record for the lag screw revealed it to conform to all requirements at the time of acceptance.

Event description:
During a dhhs proximal femur procedure, the surgeon experienced difficulty completely seating the plate. He used a clamp to clamp the plate to the bone. X-rays taken on an unknown date post procedure, showed the lag screw cut out of the head of the femur. The surgeon explanted the plate and screw assembly, and revised the patient with a 130 deg. Standard dhs plate. This report is #2 of 2 for the same event.

Event description:
This report is 2 of 2 for file (B)(4).